Event description:
Pt called lfs alleging that their test strips would not accept blood. Since the strips wouldn't accept blood, the meter wouldn't start the count down. Strips didn't appear to be miscut. No adverse event or serious injury occurred as a result of the issue. No symptoms were reported. The customer service rep discussed product discontinuance. Test strips were not replaced.